Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "defib fault 108" message, a "defib fault 109" message, and a "defib fault 80" message. The complainant indicated that there was no patient involvement in the reported malfunction.